Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode upon interrogation. The patient was then admitted to the hospital to wait for the device replacement procedure. The crt-p remains in service at this time and there is no scheduled date for the device replacement at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode upon interrogation. The patient was then admitted to the hospital to wait for the device replacement procedure. The crt-p remains in service at this time and there is no scheduled date for the device replacement at this time. No additional adverse patient effects were reported. The device was explanted and replaced. No additional adverse patient effects were reported. The device was requested to be returned by boston scientific, however, the health care facility has not attempted to return the device, therefore, it is not expected to be returned.